Event description:
There was no patient involved in this event. This device malfunctioned because it was switching on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. The information obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and manual power-ups continued sporadically through to (B)(6) 2012, investigation confirmed there to be a fault with the device membrane. This fault caused the deice to switch on automatically. Whilst it was concluded that the pad pak (lot 806) had not been fully depleted, the device switching itself on automatically would fill the device memory and would eventually cause premature depletion of the pad pak. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.